Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported the patient stated their pump kept turning over and was causing them pain. The patient was offered to be redirected to patient services however the patient did not have time as they were heading to the doctor's office. No further information was provided at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.